Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon prolapses into the urethra during contractions, causing subsequent urination problems. It appeared that this catheter quickly prolapses into the urethra of women in labor. All of them develop cad after an epidural. There were complaints of pain and incontinence afterward, and there was also a report of a woman who underwent a secondary cesarean section and then had a well-functioning catheter, which suddenly stopped working hours later, resulting in bladder retention and severe pain requiring additional pain medication. It seemed as if the catheter's balloon prolapses into the urethra during contractions, thus causing pressure in the lower abdomen and had heard this complaint several times. The date when complaint occurred: (B)(6) 2025. The complaint was noted using the product and expected to investigate this complaint and inform the outcome. They have the product complaint, including the packaging and would like to know when the item would be collected. They have decided to send both batch numbers, as this was the case with both batch numbers. [Lot#mykp1611]; [lot # unk].

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The returned device was functionally tested and the product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A review of the device labelling has been conducted. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The initial reporter's phone number: (B)(6). Correction: b. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon prolapses into the urethra during contractions, causing subsequent urination problems. It appeared that this catheter quickly prolapses into the urethra of women in labor. All of them develop cad after an epidural. There were complaints of pain and incontinence afterward, and there was also a report of a woman who underwent a secondary cesarean section and then had a well-functioning catheter, which suddenly stopped working hours later, resulting in bladder retention and severe pain requiring additional pain medication. It seemed as if the catheter's balloon prolapses into the urethra during contractions, thus causing pressure in the lower abdomen and had heard this complaint several times. The date when complaint occurred: 18sep2025. The complaint was noted using the product and expected to investigate this complaint and inform the outcome. They have the product complaint, including the packaging and would like to know when the item would be collected. They have decided to send both batch numbers, as this was the case with both batch numbers. [Lot#mykp1611]; [lot # unk].